Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field. Review of the field service notes indicated an error code for 'linked to endoscope default parameter failure' and an error code for 'linked to endoscope image frozen. Check endoscope system' were observed. It was observed that the light source was not turned on within six minutes. This is a known software issue. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic partial nephrectomy procedure, after docking and prior to instrument insertion, the storz system was obstructing the use of the camera and blocking visualization for instrument placement on the operating room team interface (orti) screen of the tower. The issue was resolved after restarting all components of the storz vision system. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic partial nephrectomy procedure, after docking and prior to instrument insertion, the storz system was obstructing the use of the camera and blocking visualization for instrument placement on the operating room team interface (orti) screen of the tower. The issue was resolved after restarting all components of the storz vision system. There was no patient injury.